Event description:
The physician reports noticing that the crystalens became damaged during delivery using the staar surgical lens injector system. Intervention was performed in order to enlarge the incision and replace the damaged lens. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.